Event description:
It was reported "when attempting to place a PICC line, when the clinician pulled the dilator out of the patients arm there was a suture like material attached to the end of the dilator with what looked like a build up of fibron."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.